Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh on 2023-01-08. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. . No injury or medical intervention was reported.